Manufacturer narrative:
Testing of gas management found no fault; however, the mfc (mass flow controller) had been identified by the vendor as having possible dc-dc chip issues. This unit was removed and replaced.

Event description:
Perfusionist reported that the amount of sweep and fi02 had unexpectedly changed, as well as the vacuum being lost. We consider inability to control gas flow a reportable event, despite no harm to the patient.